Event description:
It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 50-70 mg/dl. Customer consumed carbohydrates to address bg. Customer went to the emergency room (ER) and was treated intravenously with glucose and apple juice to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Glucose

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.